Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, through a phone call, an fse guided the customer through cleaning the table successfully. The fse performed a follow up call on (B)(6) 2015 and the customer reported no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a spill on heater plate (turn table).

Event description:
On (B)(6) 2015, a customer reported error 4004: turntable table slip failures with their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.